Event description:
Healthcare professional reported right side ¿leaking" and "benign palpable nodularity." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the device to be underweight, a broken shell on the posterior, and red particles in the shell. A visual and microscopic analysis was performed which identified a sharp broken crease on posterior, stress marks, crease fold, wear abrasion and missing shell on posterior (0-25%). Based on the device analysis the final assessment is a pattern of sharp creases on posterior side of the broken shell assessed as fold flaw opening, and a missing shell assessed as inconclusive. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side ¿leaking" and "benign palpable nodularity." Device has been explanted.